Event description:
It was reported that cassette not attached was experience.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on (B)(6) 2022 via email. And attached to complaint object. No patient involvement. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-08171. The report was submitted in error.